Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic embolization procedure. It was reported that, upon removal from packaging, the catheter showed separation from the inner braiding. Another catheter was use instead.